Manufacturer narrative:
Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. No sample was available for any further investigation.

Event description:
The valve is damaged. Unfortunately there is no more precise data why. Emergency clamp has been attached. The valve was changed.

Manufacturer narrative:
(B)(4), follow-up emdr for device evaluation: physical sample was provided to our quality team for investigation. Through visual inspection, it was observed that valve was destroyed. It was missing the top portion of the valve, the locking tab was broken off and the inside of the valve was severely damaged presumably by mechanical force, therefore, the reported failure mode was confirmed. A device history review could not be completed as no batch number was provided. Based on the quality team's investigation, determined that the cause of the reported failure mode was use related (extreme use of mechanical force and manipulation by the end user). Complaints received for this device and defect will continue to be monitored for future occurrences. H3 other text : see manufacturer here.

Event description:
The valve is damaged. Unfortunately there is no more precise data why. Emergency clamp has been attached. The valve was changed.